Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by the patient to the adverse events team that they needed assistance and also mentioned they were experiencing problems in their stomach and causing difficulties and pain. The patient also stated they felt the implanted device in their skin. The patient was then transferred to patient services where their issue was clarified: the patient had been calling for MRI guidelines and when asked if the procedure was due to a problem with the manufacturer company device or therapy the caller stated ¿unknown.¿ it was also noted that signs, symptoms or diagnosis were reported to be related to the manufacturer company device/therapy but they also stated contradicting information that it was unknown if the symptoms, signs or diagnosis were related to the device/therapy. The patient reported that they needed an MRI which was unrelated and it was a scan of their lower back. Again this information reported was contradictory. The patient stated that their ins had ¿moved, its worked itself up to¿ their ¿skin, and¿ they were ¿having ¿discomfort¿ and pain, and¿ they could ¿feel the whole thing, and if¿ they ¿yanked it,¿ they ¿could probably pull it out of¿ their ¿back, its protruding and its causing,¿ them ¿discomfort and¿ they were ¿getting pain in the middle of¿ their ¿back too, spasms in¿ their ¿back and stomach so maybe that¿s related, maybe not but it started a good 2 or 3 months ago.¿ the patient stated that it could also be because of the hernia (not related to the device/therapy.) Contradictory information about event dates was then reported because the patient stated the issue started ¿within the last week or so, after all these years.¿ the patient reported they hadn't used the ins in ¿probably 15 years,¿ and noted they hadn't even tried it because they didn't want to shock themselves and they noted they doubted it had battery anymore. The patient was redirected to follow up with their health care physician (hcp) as the patient stated he hcp wanted to get the device taken out and the patient noted they wanted to get it taken out when they do the patient¿s unrelated hernia surgery if possible. The patient then stated more contradictory information as they stated they did not have an health care physician (hcp) so hcp listings were given to the patient. On (B)(6) 2019, the patient called back with their family member who had questions about placement of components. Patient services reviewed the information about the ins and lead and explained that for more information contact should be made with the implanting physician¿s office or imaging would need to be done. The caller repeated the symptoms which the patient had previously mentioned. When asked, the caller said the patient hasn't had any falls. On (B)(6) 2019, the patient called back reporting the same symptoms already documented. The patient wanted to know if the ins was causing them pain? The patient was redirected to the hcp listings that were previously provided to them. On (B)(6) 2019, the patient repeated again what had already been reported and noted they had a bladder ins for 17 years implanted by an hcp who was no longer there but the people who had taken over had sent the patient a medical record request. The patient stated they wanted to find out if the ins was causing the pain in their back. The patient stated they did not think it was but they wanted to make sure and noted they thought that after 17 years the manufacturer device was no longer working. That same day the patient reiterated the information and stated they were having back spasms which might not have anything to do with the device since the device has been dormant for more than 10 years. There were no further complications reported.